Manufacturer narrative:
(B)(4). Conclusion: implanting thoracic stent grafts in abdominal aorta and covering visceral arteries.

Event description:
A valiant captivia stent graft system was implanted in a patient in zone 4 for the endovascular treatment of a 62 mm thoracic aortic aneurysm. The diameter of the proximal neck was 32 mm, and the length was 113 mm. During the index procedure a lumbar drain was placed and three stent graft components were implanted. A chimney stent was placed in the right renal artery and the superior mesenteric artery. The celiac trunk and right renal artery were covered. No adverse events or device issues were noted during the procedure. It was reported that the patient remained in the hospital following the procedure. Approximately 2.5 weeks post-implant a CT revealed evidence of bowel ischemia with a perforated cecum and massive pneumoperitoneum. The CT scan showed no evidence of anomalies at the level of the stent graft. The patient was anemic and developed septic shock necessitating a transfusion and large doses of noradrenaline. A median laparotomy for total colectomy was performed. Despite these interventions, the patient expired the same day. The primary cause of death was noted to be bowel ischemia with pneumoperitoneum and shock. The investigator assessed the bowel ischemia to be not device and not procedure related.